Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. All bolus programmed during testing were properly delivered and recorded at the bolus and daily totals history screens. No bolus or bolus history anomalies were noted. All buttons responding properly and no button keypad anomalies were noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer called to report that the insulin pump was not delivering insulin. The customer's blood glucose reading was unknown. Customer declined troubleshooting, however the insulin pump was replaced and will be returned.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.